Event description:
The patient reported that the pink slide did not advance as expected during pod activation and that the cannula only partially deployed, failing to insert into the skin, indicating a needle mechanism failure. The pod was not worn. The patient¿s blood glucose levels were reported to be in the range of 121 to 180 mg/dl at the time of the event. No medical intervention was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.